Manufacturer narrative:
The manufacturer had previously reported that a ventilator was returned to a third party service center and had failed testing. The interface board was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the system board was observed. The devices system board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's interface board was replaced to address the issue.